Event description:
Plaintiff states that while performing her duties as an rn, she wore latex gloves and experienced the following symptoms: hives, wheezing, hand dermitits, runny eyes, runny nose, dizziness and flu-like symptoms. She was diagnosed as being allergic to latex may 1995.